Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring iii seals failed to load as the seals remained inside of the loading devices as the seals remained inside of the loading devices. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for each of the reported product lot numbers. There was no nonconformance recorded in the lot histories. (B)(4). Device 3: lot # 25060606, exp date: 06/30/2013.